Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported by the patient that they had a pocket revision on (B)(6) 2021 to move the neurostimulator deeper. The patient said that the health care professional (hcp) had placed the neurostimulator in the same pocket as their first implant and it had been moving around, all wiggly, and touching nerves. The patient said their toes were cramping all day and they were sideways. The patient said that their foot was also drawn down to the center. The patient said that they had decreased the setting all the way down to 1 and that didn't make any difference only when the neurostimulator was turned off and so the patient said they went to the ER, saw their primary care physician (pcp) and neurologist. The patient stated they had the revision on (B)(6) 2021.